Event description:
Spontaneous call/on call service at 2 am. Stated pump serial number: (B)(4) maintenance due 03/06/2021, had stopped working 4 times due to "low power" patient did experience shortness of breath / increased heart rate one of those times. Resolved after pump restarted. Pump used for IV veletri. No further information available. Device available for investigation. Pt was able to successfully continue infusion. Outcome of event is resolved. Malfunction occurred while in use. Pt sustained increase in shortness of breath / increased heart rate, but resolved with no intervention. Medication is life sustaining. Pt able to switch to back up pump. Replacement pump shipped same day courier. Reported to (B)(6) by pt/caregiver.